Event description:
The user facility reported that a patient was on impella 5.5 support for hemodynamic support. During support it was reported that the motor current rose to 32767 without warning and the pump stopped. Restart was attempted according to the flowchart; however, the motor current remained as 0. Extracorporeal membrane oxygenation was added urgently due to hemodynamic collapse, and the patient was taken to the operating room and impella 5.5 was reinserted from the same side. It was noted that the patient's condition, including hemodynamics, was being supported without any problems. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The data logs show that motor current, purge pressure and pump flow were stable before the pump stopped. The motor current (mc) spikes to 30,000 and triggered alarm 115. The returned product did not have any indications of biomaterial or any kinks seen in the catheter. Electrical testing was performed and open lines were found. The red pump plug was opened and all 3 motor cable lines were torn on the patient cable side. Based on the clinical details provided and the returned product analysis, the root cause of the pump stop is due to electrical open lines likely due to excessive force.